Event description:
During a lap rectum resection procedure, during use on the patient, the generator alarmed and displayed error code 5. The doctor stalled it, but could not pass self-test yet. At last changed to another one to complete the or. There was no adverse pt consequence.